Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal, and the upstream occlusion (uso) seal were worn. Service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. Functional testing found that the customer's problem was duplicated. The investigation determined that the dso sensor was inoperable. The dso sensor, and both dso and uso seals were replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed cassette not properly attached error message. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.